Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported being in the emergency room with high blood glucose of 596mg/dl. The customer stated that the cannula broke while inserting it the first time. The second time she had inserted the infusion set on her own, the cannula was bent over. The customer mentioned being in the hospital for forty eight hours. No further information was provided.